Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that low speed and low flow alarms occurred. It was reported that the patient was very active and had not gained or lost a significant amount of weight. There were some suspect areas of the driveline identified in the x-rays. A driveline repair was originally scheduled for (B)(6) 2018, but was postponed. No further information was provided at the time of this report.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported low speed/low flow alarms were confirmed via the submitted system controller log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s percutaneous lead (driveline); however, a specific cause for the low speed/low flow alarms cannot be conclusively determined through the evaluation of the returned portion of percutaneous lead. Instructions for use (IFU) discusses damage due to wear and fatigue of the percutaneous lead. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The IFU also provides information regarding recommended anticoagulation therapy. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018, the percutaneous lead (driveline) repair was completed. No immediate alarms occurred after the repair.